Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that within an hour of going to bed their sensor would track their blood glucose of 80 mg/dl but would go lower, thus triggering a threshold suspend. The customer¿s blood glucose during the incident was 157 mg/dl while their sensor glucose was 63 mg/dl. The sensor discrepancies would regularly happen at night. The sensor will not be returned for analysis.